Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of "alarms all the time" was confirmed during service evaluation as failure code 94. The assignable cause was a leaking main battery. The main battery was replaced to correct the reported condition. Should additional information become available, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. Should the device or additional information become available, a follow-up medwatch will be submitted.

Event description:
The facility reported a flo-gard infusion pump with a malfunction of alarming all the time. This condition had the potential to interrupt delivery. The event was reported to have occurred upon power up in the maternity department. According to the hospital representative, there was no patient involvement. No patient injury or medical intervention had been reported related to the device. No additional information is available.